Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: the circuit melted while they had it set up on a pt. No pt injury reported.